Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation method, lens work order search. Evaluation results, a lens work order search revealed there were no similar complaints within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter stated the surgeon implanted a aa4204vf silicone single piece lens, 21.50 diopter in the patient's eye. The lens torn during insertion into the eye, part of lens went into the eye and the other part stayed in the shooter. The lens was removed from the eye replaced with another lens, same model and diopter size. No apparent complication with the patient. The cartridge and the injector were discarded by the facility. No lot numbers were available. Cause of this incident is unknown.

Manufacturer narrative:
A visual inspection of the returned product found the lens optic and one haptic torn. There was evidence of dry clear surgical residue lens surface.(B)(4).